Event description:
A report was received that the patient underwent a pocket revision procedure due to pocket site being painful. The physician moved the pocket from left buttocks to abdomen. The patient is reportedly doing well following the procedure and is getting good stimulation.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.